Manufacturer narrative:
A partial lead with the distal tip measuring 52.6cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that the patient presented in the operation room for an unrelated issue. During right ventricular lead extraction, the physician noted a svc coil structure anomaly. The lead was explanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for an unrelated issue. During right ventricular lead extraction, the physician noted a svc coil structure anomaly. The lead was explanted. No patient symptoms were reported.